Event description:
The customer reported a contained leak when using the unicel dxc 600 synchron system. The leak was a contained ise (ion selective electrode) waste drain overflow on a unicel dxc 600 pro instrument. The customer identified the leak after changing the chloride (cl) electrode tip for maintenance. The customer stated the source of the leak was the ise waste drain not draining and overflowing; a service request was generated. The customer was wearing personal protective equipment of gloves, eye wear and lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined the cigar tube waste valve j2 was occluded with debris. The fse cleaned removed the debris from the waste valve which resolved the issue. The repairs were verified and no further leaking was observed. Identified failure mode: the failure mode is an obstructed ise waste drain valve (p/n 467396, valve r/p watt burkert). No erroneous results were generated or reported. This failure mode can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).